Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
During a coronary artery drug eluting stenting procedure, difficulty was experienced in deflating the stent balloon. The mid to proximal rca (right coronary artery) was wired with a choice fx mini and predilated with a cutting balloon. This stent was then successfully deployed at 16atms for 47sec, negative pressure was applied for 15sec, and neutral pressure was applied for 30sec; however, the balloon would not deflate. The physician felt resistance on the balloon and consistent negative pressure was applied to withdraw the balloon in a fully inflated state. Upon withdrawal, it was noted the balloon contained contrast medium. The stent was post-dilated along its entire length and the physician went on to place another 3.5x20mm stent. There was no serious injury to the patient.